Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 13.5 cm to 14.0 cm from the connector pin, due to friction with device can. The outer coil was exposed in the same area. All five filars of the outer coil were fractured due to clavicular crush and crushed both inner and outer insulations at 28.7 cm to 31.2 cm from the connector pin.

Event description:
It was reported that the atrial lead sustained clavicular crush and exhibited low impedance and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.